Event description:
It was reported that the tubing started leaking at the diaphragm approximately 3/4 through the procedure. The rep was called into the or. Rep suggested changing the tube set, but the doctor stated that they didn't need to, as they were almost finished. The doctor stated that loss of sterility occurred.

Manufacturer narrative:
Device has yet to be returned for evaluation. Investigation is on-going. If any new information is learned, a follow-up report will be submitted with investigation results.